Manufacturer narrative:
Sorc checked the subject device and found the phenomenon. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the phenomenon occurred due to failure of the image sensor unit or circuit board inside the scope connector.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on (B)(6) 2021, it was found that scope communication error b30 occurred due to foreign material on the electric contact part of the video connector, and scope ID was not displayed. There was no report of patient injury associated with the event.